Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped directly to site. Medtronic evaluation of returned suspect camera finds that as reported, the psu powered up with an intermittent fault light. A check of the event log revealed a history of the illuminator current moving in and out of range. Per vendor evaluation, the unit has a faulty right side illuminator board which requires replacement. The medtronic investigator was able to duplicate the issue. The electrical system fault code directly caused this event.

Event description:
A medtronic representative reported that in preparing for a surgery, the camera jar light came on. There was no patient present when this issue was identified.